Event description:
It was reported that the patient presented remotely via merlin. Net. Review of the transmission revealed that the right ventricular lead exhibited high capture thresholds. During the procedure the physician attempted to the reposition the lead, however, was unsuccessful due to the helix becoming embedded with scar tissue and not able to retract. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.